Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmissions revealed non-sustained right ventricular oversensing episodes due to noise on the right ventricular (rv) lead. No changes or interventions were reported. There were no patient consequences.